Manufacturer narrative:
Additional information was received on (B)(6) 2020 indicating that there was an unspecified delay in surgery. The increase in surgical time was due to the unplanned closure and reopening of surgical site incision. Lot code of the device is 187.

Event description:
N/a.

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock needed new components added to replace worn internal parts. Additionally, the unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required. Replacement of worn internal components and machining of the unit to add heli-coils to the large starburst threads. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The unit did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that movement was noted in the torque screw arm of the a1059 mayfield modified skull clamp on (B)(6) 2020. It was discovered at the start of a craniotomy procedure. There was no longer rigid fixation of the patient's head or navigation system reference frame. The surgeons closed bi frontal scalp incision, applied a different skull clamp, registered navigation system, reprepped or draped and resumed the procedure.